Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited intermittent undersensing. The right ventricular (rv) his bundle lead also exhibited high thresholds. Both leads remain in use. No further patient complications have been reported as a result of this event.